Event description:
Reference number (B)(4) event occurred in the united states on 14 -aug-2024, it was reported that the patient encountered infusion set tubing detachement from the pump. The infusion set was in use for 3 days no further information available .